Event description:
Account alleged hi/low head drift, both the head hi/low down valve and emergency trend valve were replaced in october.

Manufacturer narrative:
Tech found that the head hi/low down valve was not seating. He replaced the head hi/low down valve to resolve. No reported injuries.